Event description:
The surgeon swapped out the poly component of a previous makoplasty unicondylar knee replacement surgery. The surgeon stated that this revision is unrelated to mako. He stated that he wanted to exchange the poly only because he had access to the joint.

Manufacturer narrative:
During a conversation with the makoplasty specialist (mps), it was noted that this pt was being treated for a soft tissue repair unrelated to the original makoplasty procedure. The pt had overexerted his knee during recovery and experienced a complication related to his soft tissues (the mps could not recall what exactly the pt was being treated for). The surgeon exchanged the poly component as a proactive measure during this procedure to prevent any infection and because "he had the joint exposed anyway and exchanging the poly takes no time at all". The mps confirmed that there was no present infection at the time of the procedure and that the poly exchange was unrelated to the original makoplasty procedure and/or implants.